Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). There was blood and contrast inside and outside of the device. The hub, valve, shaft, and tip were microscopically and tactile inspected. Inspection revealed that the tip of the device was damaged (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) along with a 27mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but the position was not correct so it was fully recaptured. The wds was removed from the patient. A sweep was performed to confirm there was no pericardial effusion. Under fluoroscopy guidance, the physician advanced a non-bsc pigtail catheter through the was into the distal laa. It was then noticed that a pericardial effusion occurred. The physician observed the patient¿s symptoms for 2 minutes and determined no open cardiac surgery was necessary. Instead they used a pericardial drain. The patient remained stable and there were no further complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with a 27mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed, but the position was not correct so it was fully recaptured. The wds was removed from the patient. A sweep was performed to confirm there was no pericardial effusion. Under fluoroscopy guidance, the physician advanced a non-bsc pigtail catheter through the was into the distal laa. It was then noticed that a pericardial effusion occurred. The physician observed the patient¿s symptoms for 2 minutes and determined no open cardiac surgery was necessary. Instead they used a pericardial drain. The patient remained stable and there were no further complications.